Event description:
Charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Alarm/alert test was performed and passed. The device was opened for internal visual inspection and passed. Speaker/vibrator resistance was measured and passed. The performance data was evaluated. The allegation was not confirmed. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient experienced a hypoglycemia due to a failure to alert low blood sugar levels. The patient reported that the day of the event the cgm device did not alert when the cgm reading had dropped to below 40 mg/dl. The event happened during the night, between midnight and 3:00am, and the patient was treated by his wife with a glucagon injection. The low alarm was set to 70 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.